Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm the reported complaint, but did reveal occurrences of safety reset alarm with an error message (sf74) related to the software. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the occurrences of safety reset alarm with sf74 were due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an "unable to ventilate" error message. The patient was manually ventilated until a replacement device was received. There was no serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an "unable to ventilate" error message. The patient was manually ventilated until a replacement device was received. There was no serious injury reported as a result of this incident.